Manufacturer narrative:
"Ntaneous" case was reported by a lawyer and describes the occurrence of the first episode of fallopian tube perforation ("perforation of fallopian tube"), device dislocation ("part of the essure device was found stuck to the sigmoid colon") and device breakage ("essure device was in pieces") in a (B)(6) female patient who had essure (batch no. 628969,653908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue and device use error "coil placed to far into tube and had to inserted another one". The patient's previously administered products included for an unreported indication: nuva ring from 2008 to 2009 and ortho tri- cyclen from 2001 to 2008. Concurrent conditions included body mass index increased and painful intercourse. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea(cramping)"). In (B)(6) 2010, the patient experienced amnesia ("memory loss") and vision blurred ("blurred vision"). In (B)(6) 2011, the patient experienced tinnitus ("ringing in ears"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2016, the patient experienced the first episode of fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menorrhagia ("menorrhagia / heavy and excessive menses"), vitiligo ("vitiligo"), the second episode of fallopian tube perforation ("perforation (fallopian tube)") and vitreous floaters ("floaters"). The patient was treated with mometasone furoate (nasonex), co-trimoxazole (bactrim), naproxen, and underwent a laparoscopically assisted hysterectomy. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, menorrhagia, dysmenorrhoea, vitiligo and urinary tract infection had resolved and the amnesia, vaginal discharge, the last episode of fallopian tube perforation, vitreous floaters, vision blurred, fatigue, weight increased and tinnitus outcome was unknown. The reporter considered amnesia, device breakage, device dislocation, dysmenorrhoea, fatigue, menorrhagia, tinnitus, urinary tract infection, vaginal discharge, vision blurred, vitiligo, vitreous floaters, weight increased, the first episode of fallopian tube perforation and the second episode of fallopian tube perforation to be related to essure. The reporter commented: patient symptoms substantially resolved after the (B)(6) 2016 surgery. On (B)(6) 2016: the patient has 2 essure coils placed on the left side and one on right side. She says that the doctor placed the first one incorrectly and followed it with the second one on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: occlusion of the fallopian tubes. Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet and medical record received. Event added: urinary tract infection, memory loss, dysmenorrhea (cramping), vaginal discharge, perforation (fallopian tube(s), floaters, blurred vision, fatigue, weight gain, ringing in ears,and coil placed to far into tube and had to inserted another one. Concomitant conditions were added. Lot no was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube/ perforation (fallopian tube)"), device dislocation ("part of the essure device was found stuck to the sigmoid colon") and device breakage ("essure device was in pieces") in a 34-year-old female patient who had essure (batch no. 628969,653908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "coil placed to far into tube and had to inserted another one" and device deployment issue "coil placed to far into tube and had to inserted another one". The patient's previously administered products included for an unreported indication: nuva ring from 2008 to 2009 and ortho tri- cyclen from 2001 to 2008. Concurrent conditions included body mass index increased and painful intercourse. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea(cramping)"). In (B)(6) 2010, the patient experienced amnesia ("memory loss") and vision blurred ("blurred vision"). In (B)(6) 2011, the patient experienced tinnitus ("ringing in ears"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menorrhagia ("menorrhagia / heavy and excessive menses"), vitiligo ("vitiligo") and vitreous floaters ("floaters"). The patient was treated with mometasone furoate (nasonex), co-trimoxazole (bactrim), naproxen, surgery (hysterectomy with bilateral salpingectomy), surgery (underwent a laparoscopically assisted hysterectomy) and surgery (underwent a laparoscopically assisted hysterectomy, salpingectomy (bilateral removal of fallopian tu). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, amnesia, vaginal discharge, vitreous floaters, vision blurred, fatigue, weight increased and tinnitus outcome was unknown and the device dislocation, device breakage, menorrhagia, dysmenorrhoea, vitiligo and urinary tract infection had resolved. The reporter considered amnesia, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, tinnitus, urinary tract infection, vaginal discharge, vision blurred, vitiligo, vitreous floaters and weight increased to be related to essure. The reporter commented: patient symptoms substantially resolved after the (B)(6) 2016 surgery. On (B)(6) 2016: the patient has 2 essure coils placed on the left side and one on right side. She says that the doctor placed the first one incorrectly and followed it with the second one on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: occlusion of the fallopian tubes. Lot number: 628969 manufacture date: (B)(6) 2008. Expiration date: 2011/12. Lot number: 653908 manufacture date: (B)(6) 2009. Expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube/ perforation (fallopian tube)"), device dislocation ("part of the essure device was found stuck to the sigmoid colon") and device breakage ("essure device was in pieces") in a 34-year-old female patient who had essure (batch no. 628969,653908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "coil placed to far into tube and had to inserted another one" and device deployment issue "coil placed to far into tube and had to inserted another one". The patient's previously administered products included for an unreported indication: nuva ring from 2008 to 2009 and ortho tri- cyclen from 2001 to 2008. Concurrent conditions included body mass index increased and painful intercourse. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea(cramping)"). In (B)(6) 2010, the patient experienced amnesia ("memory loss") and vision blurred ("blurred vision"). In (B)(6) 2011, the patient experienced tinnitus ("ringing in ears"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menorrhagia ("menorrhagia / heavy and excessive menses"), vitiligo ("vitiligo") and vitreous floaters ("floaters"). The patient was treated with mometasone furoate (nasonex), co-trimoxazole (bactrim), naproxen, surgery (aparoscopically assisted hysterectomy,salpingectomy (bilateral removal of fallopian tube).essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, amnesia, vaginal discharge, vitreous floaters, vision blurred, fatigue, weight increased and tinnitus outcome was unknown and the device dislocation, device breakage, menorrhagia, dysmenorrhoea, vitiligo and urinary tract infection had resolved. The reporter considered amnesia, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, tinnitus, urinary tract infection, vaginal discharge, vision blurred, vitiligo, vitreous floaters and weight increased to be related to essure. The reporter commented: patient symptoms substantially resolved after the (B)(6) 2016 surgery. On (B)(6) 2016: the patient has 2 essure coils placed on the left side and one on right side. She says that the doctor placed the first one incorrectly and followed it with the second one on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: occlusion of the fallopian tubes. Lot number: 628969, manufacture date: 2008/12, expiration date: 2011/12. Lot number: 653908, manufacture date: 2009/07, expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality safety evaluation of ptc (product technical product). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("part of the essure device was found stuck to the sigmoid colon") and device breakage ("essure device was in pieces") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criterion medically significant), menorrhagia ("menorrhagia / heavy and excessive menses"), dysmenorrhoea ("dysmenorrhea") and vitiligo ("vitiligo"). The patient underwent a laparoscopically assisted hysterectomy and essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, menorrhagia, dysmenorrhoea and vitiligo had resolved. The reporter considered device breakage, device dislocation, dysmenorrhoea, menorrhagia and vitiligo to be related to essure. The reporter commented: patient symptoms substantially resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occlusion of the fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.